Event description:
Customer reported a burn on a patient that was going through a breast biopsy. Customer informed that after prepping and draping the patient, an incision was performed. Procedure was continued with use of a cautery. During the use of the cautery the anesthesiologist noticed a fire under the drapes. The procedure was stopped and the fire was controlled. The patient suffered 2nd and 3rd degree burns.

Manufacturer narrative:
Add'l lot #s - y07d118, y07e0407, y07h0481, y07j0288. MFR date: 07/2007 based on lots reported. Unfortunately, no product sample was available for evaluation. Our mfg process was reviewed and there were no reported issues that would result in out of specification incidents associated with this code. At this time, we cannot determine the root cause. The solution contains alcohol and is flammable until dry. The label reads: "warning solution flammable until dry. Do not allow to pool. Remove all solution soaked materials." In addition, the directions for use state: "warnings solution is flammable until dry. Keep away from fire or flame. Do not drape or use ignition source until dry (e.g., electrocautery/laser). Do not allow to pool. Remove all solution soaked materials."